Event description:
Meter name: ultra. Strip name: ultra strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: sweaty and weak. A patient reported they had a reaction due to new insulin the pt is taking. Their meter allegedly had no power. Unable to get readings on the meter. There was no comparison,treatment was: not treated. No further information has been reported.